Event description:
Received the following report for baxter, "on june 24, 2004 the customer reported to the territory manager that a subq set broke off leaving the needle in the pt during infusion. The pt was taken to xray for confirmation of needle and it was confirmed. There was no pt injury or medical intervention reported. The pt was discharged with the needle in their leg." There is no additional information available at this time.

Manufacturer narrative:
Review of the complaint history reveals no similar reports have been received for the this product, 1m8472. For the reported issue.